Manufacturer narrative:
Na. Additional info: lots # 15586, 15480, 15182, 15176, 14392, 14232, 15186. Mfg date: 05/29/2015.

Event description:
Drill-hub is intended to have a carrying function and transfer the rotational force to from the hand piece to the instrument in addition to the stop function when drilling or countersinking. However, drill does not latch completely in the drill-hub I. The upper part of the bore in the drill-hub I is slightly smaller which results in the drill not being seated correctly which means that this drill-hub will drill deeper than intended, this could lead to permanent damage of the nerve and cause permanent loss of sense in parts of the oral cavity or chin even partial loss of speech. There is also a risk of drill loosening or not rotating as expected.